Event description:
It was reported "(B)(6) 2024, the doctor found the swg kinked during use on the patient." The user changed to a new set. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one guide wire within its advancer, an arrow raulerson syringe (ars), and an 18ga introducer needle for analysis. No obvious signs of use were observed. Visual analysis of the returned sample did not reveal any defects or anomalies. Additional information from the customer suggests the returned sample is a representative sample. Microscopic examination confirmed both welds were present and were observed to be full and spherical. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.791 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through the returned ars and 18ga introducer needle to functionally test the guide wire. The guide wire passed throug h both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The design history of guide wire was reviewed as a part of this complaint investigation. There were no design changes/engineering change orders (ecos) pertaining to the stiffness/softness of this guide wire. The report that the guide wire kinked during use was not confirmed through examination of the returned sample. No defects or anomalies were observed on the returned guide wire. The returned guide wire met all relevant dimensional/functional requirements. A device history record review did not identify any manufacturing related issues, and a design history review did not reveal any ecos pertaining to the change in the stiffness/softness of guide wire. Based on the customer report and the returned representative sample, the probable cause for the reported guide wire cannot be determined without the actual guide wire returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "(B)(6) 2024, the doctor found the swg kinked during use on the patient." The user changed to a new set. No medical intervention required. The patient's current condition is reported as "fine".